Event description:
It was reported that the user experienced recurring low glucose after morning coffee when announcing a meal but not eating, with additional missed meal announcements due to work demands. The issue related to user technique and the user interface. Symptoms included hypoglycemia with a nadir of 40 mg/dl. Outcomes included minor injury or illness. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem was found, a usage problem was identified as improper or incorrect procedure or method associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event.